Event description:
It was reported that during a bunionectomy and osteotomy of the first left metatarsal, the drill bit broke while drilling and became fully embedded in the bone. The embedded drill bit will not be removed per the dpm. The drill bit was part of the stryker iso plate set from a loaner tray.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.